Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B))(4).

Event description:
The customer called in to report high blood glucose levels and several bent cannulas. The customer's blood glucose level at the time of incident was between 478 and 600 mg/dl. The customer used the thigh as the insertion site. The customer declined to troubleshoot for the high blood glucose levels because they knew why they were high. The customer's infusion sets were replaced and returned. The insulin pump was not replaced or returned.